Manufacturer narrative:
The complaint sample has been returned for investigation and is currently in process. A follow up report will be submitted upon the closure of the investigation.

Event description:
It was reported that a micro introducer 7f 7cm 7fx7cm introducer/puncture kit was being used during a procedure when the tip of the introducer detached in vitro. The lumen was flushed prior to use, a guidewire was used for insertion, tumescent infiltration was utilized, and hand/manual compression was utilized; no resistance was encountered when advancing the device, there was no damage noted to the packaging, there were no issues noted when removing the device from the hoop/tray, and the instructions for use were followed without issue. It was removed safely from the patient with forceps and the procedure was aborted.